Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 4 patient samples tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. Based on the data provided, there were 2 patient samples with erroneous results that are reportable as a malfunction. No incorrect results were reported outside of the laboratory. Patient 1 initial hcg + b result was 0.810 miu/ml. The repeat result was 3623 miu/ml with a data flag. On (B)(6) 2018 patient 2 initial hcg + b result was 0.804 miu/ml. The repeat result was 11521 miu/ml with a data flag. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 24044401 with an expiration date of 31-aug-2018.

Manufacturer narrative:
During a review of the alarm trace, multiple liquid level detection (lld) messages were observed. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and completed instrument performance testing; the results were within range.